Event description:
Olympus was informed that the customer (B)(6) camera head was returned to the service center for a reported ¿the picture will not white balance¿ that was found during preparation for use. Upon inspecting and testing, the camera was found to have a no image malfunction due to a shortage/defective cable unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the camera was unable to white balance as the camera was found a no image malfunction due to a shortage/defective cable unit. Additionally, the housing is chipped on the rear packing cab attributed to fail the leak test. Rear labels are fading. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. It is possible that the cable was deteriorated because rear packing was damaged, which allowed water to enter the device from the damaged part. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.